Event description:
Overdrainage even after the valve pressure was increased. The doctor would like to know the reason of this incident.

Manufacturer narrative:
The incident has been reported to the MFR on (B)(6) 2012. Results of analysis will be developed in a f/u report.